Manufacturer narrative:
(B)(4).

Event description:
The customer reports: resistance was met when advancing swg (spring wire guide) through ars valve. It resulted in swg kinked.

Event description:
The customer reports: resistance was met when advancing swg (spring wire guide) through ars valve. It resulted in swg kinked.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, an ars and an 18ga introducer needle for evaluation. The introducer needle was returned attached to the ars. The guide wire was observed to have three kinks/bends towards the distal end of the body. The distal j-bend was kinked and slightly misshapen but remained intact. No defects or anomalies were observed with the ars/needle assembly. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The locations of the kinks in the guide were 12, 30 and 46 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The introducer needle inner diameter was also found to be within specification. The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the components. Slight resistance was met while advancing the kinked portions of the guide wire but the undamaged portions passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations on the body towards the distal tip. The returned guide wire, ars and introducer needle met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.